Manufacturer narrative:
The device was returned to the manufacturer and investigated. A visual inspection of the device revealed that the heat shrink insulation was torn at the inferior end of the main body of the tip. Further inspection revealed that the tip was probably in contact with a sharp object which might have caused the heat shrink to tear apart and a piece of heat shrink fell into the patient's abdomen. The heat shrink piece was retrieved and removed from the patient. There was no harm to the patient.

Event description:
During a surgical procedure, a piece of heat shrink attached to the scissor tip fell into the patient. The heat shrink piece was retrieved and removed from the patient. There was no harm to the patient.